Event description:
It was reported that both monitors were blank on the 9900 system at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The memory and monitors were reset. The display adaptor and ps3 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.